Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the pneumatic interface module (pim) to resolve the issue and then performed functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications and was released to the customer and cleared for clinical service. The initial reporter is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) did not perform an autofill action. K4 in pim module did not open. There was no patient involvement, and there was no adverse event reported.